Event description:
It was reported that during a stenting treatment procedure, stent deformation occurred. The procedure treated the 80% stenosed target lesion located distal to the anastomosis in a vein graft to the right posterior descending artery. Thrombus was present at the onset of the procedure. Pre-dilation was performed with an apex balloon and a 4.0x20mm promus element plus (pep) stent was advanced and deployed. Post dilation was performed with a 5.0x15mm nc quantum apex balloon. The physician then tried to advance an aspiration catheter through the implanted stent but it caught on the proximal stent edge and would not advance. Next the physician deep seated an 8 fr non-bsc guide catheter directly down to the stent but the aspiration catheter still would not advance. Then the physician withdrew both the guide catheter and aspiration catheter and noticed that the entire 4.0x20mm pep stent had deformed. He attempted to cross the deformed stent with a 5.0x15mm nc quantum balloon (the same one used earlier in the case) but was unsuccessful. Then he successfully crossed with a 2.0mm apex balloon followed by a 3.0mm apex balloon and implanted a 5.0x20mm veriflex stent inside of the 4.0x20mm pep stent. The same 5.0x15mm nc quantum balloon was then used to post dilate the area resulting in the stents being well expanded and well apposed. The aspiration catheter was then successfully crossed to aspirate. No further patient complications occurred and the patient status is fine.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).